Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer felt sick after lunch. The blood glucose reading was 396 mg/dl. It was stated that blood inside the tubing was observed. The infusion set was changed, and the customer was treated using the insulin pump. Then the blood glucose rose up to 624 mg/dl. The customer was very confused and the paramedics were called. The customer was treated with electrolytes and insulin injections. Three weeks later, the customer's blood glucose rose again to 396mg/dl. The infusion set was changed, and the customer was treated with 6 units using the insulin pump. Almost an hour later, the blood glucose went up to 454mg/dl and the customer treated again with 5 units. The blood glucose decreased then. The alarm history revealed several no delivery alarms. The self test and the high pressure test were performed and the device passed the tests. No further information was provided.